Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, no delivery, and motor tests. No motor error alarm was noted during testing. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm. The pump had a minor scratched lcd window, a cracked reservoir tube lip, and a cracked reservoir tube window.

Event description:
The customer and her spouse called via phone call to report that the customer thinks she is getting too much insulin. Customer's blood glucose was 20 mg/dl at the time of the incident. Customer's current blood glucose was 100 mg/dl. Customer treated with orange juice and passed out. Customer has been experiencing low blood glucose for 2 months. Customer stated that she used glucagon once and used shots. Customer stated that the drive support cap appears normal. Customer stated the low blood glucose and concussion symptoms recurred from last year. Customer was not sure if the pump was out of the room as she went through a body scanner at the airport. Customer was advised to speak with her health care professional regarding the low blood glucose. Customer performed the displacement test and passed. Customer was advised to monitor the pump. Customer was advised to treat off her blood glucose reading.